Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that there was cooling unit problem and exposure was not possible. Upon inspection, the fse determined that the cause of the issue was oil leak in the chiller and found that cooling unit was faulty and kit pan knob control module was broken. The fse replaced the cooling unit and kit pan knob control module. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that there was a tube anode problem. The system was in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that there was cooling unit problem and exposure was not possible. Troubleshooting actions showed a problem with the cooling unit. Philips has started an investigation of this complaint.